Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. On-site investigation was performed by our field service engineer. Identification of issue has been done by analyzing problem description and service report. This complaint has been decided to be reported to competent authorities, as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified that the pressure transducer test (expiratory valve test) failed during pre-use check. Issue with pressure transducer test (expiratory valve test) failure during pre-use check related to expiratory channel printed circuit board (pcb) is not considered as a safety related. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. There was no patient involvement. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel pcb.

Event description:
Tmanufacturer's ref. #: (B)(4).